Event description:
Halyard health received a report from the (B)(6) stating the dual lumen transgastric enteral feeding tube failed. The device was inserted (B)(6) 2014. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).